Event description:
The bravo capsule was calibrated without problems. The receiver was started before placement of the capsule. The receiver and capsule were working okay before placement. After placement, the nurse tried to tell the receiver the patient was laying down. The receiver would not turn on or respond. Given technical support called and the technician helped the nurse turn the receiver back on and restart. Again, the nurse tried to place an event on the receiver and the receiver would not respond. All of this occurred at the patient's bedside. The capsule was working, but the receiver was not. The patient had to wait until another receiver was returned. Nurse had to download the study and then the patient had to have another egd, with another receiver. According to the given technician, the internal battery of the receiver was not working. We have no way to interrogate the internal battery to see if it is working or how many studies are left on the receiver.